Manufacturer narrative:
Clinical evaluation performed by medical affairs on 22 decemebr 2017: partial hip revision surgery (stem and head) occurred 3 years after primary total hip replacement. Radiographic image provided shows the presence of signs of stress shielding. Aseptic loosening is a possible literature described adverse event after cementless total hip arthroplasty and causes are often unknown. In this case, the reason of failure cannot be determined. Batch review performed on 28 december 2017 lot 143131: (B)(4) items manufactured and released on 16 july 2014. Expiration date: 2019-06-30 no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 3 years after primary due to stem loosening.